Event description:
The customer reported that she called the paramedics after experiencing high blood glucose levels and no delivery alarms. The customer stated that she was assisted, and did not need to be transported to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.